Event description:
It was reported when using the bd pyxis medstation system the bio ID was not scanning. The customer reported that the user tried to scan the fingerprint, but the bio ID screen glitched. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bioid was not working. The field service engineer replaced the bioid and synced with new hard disk drive. Reseated the bioid usb cable to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.